Manufacturer narrative:
Concomitant proudct: 501da22 open pivot mechanical heart valve, implanted: (B)(6) 2004.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to chronic high thresholds and occasional diaphragmatic stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.